Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the handle rebooted several times during setting and stan dby. In the middle of approach to the tissue inside the abdominal cavity at the second firing, rebooting occurred, so the handle was stopped using and another handle was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs indicated that some of the logs end abruptly with a reload connected. There was no restart command of any kind indicated in these logs, and each subsequent log initializes with an external pin reset. The voltage supervisor 3.3v line dropping below 2.9v would result in external pin reset with no time defaulted. The back handle housing was removed and the internals of the handle was investigated. There was no indication of any damage or contamination. Based on functional testing and investigation of exhaustive list of causes of resets to the handle the most likely cause is the 3.3v line dropping below 2.9v causing the handle to reset. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the 3.3v line to the voltage supervisor dropping below 2.9v could not be reliably determined. If information is provided in the future, a supplemental report will be issued.